Event description:
The implantable neurostimulator (ins) moved and the patient is having surgery on friday to have this fixed. The ins started moving eight months ago. It was further reported that the patient has a problem with the ins and the ins moved out of pocket. Couldn¿t program for two months was noted. It was later reported that the surgery was cancelled due to lab work. It was additionally reported that the pocket revision was cancelled due to a uti and has not been rescheduled. The outcome remains unknown at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).